Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn less than an hour. It was noted that the needle did not deploy as intended. The pod was removed and then the needle deployed. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received and evaluated. The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed without issues. The cause of the reported event could not be determined.